Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was discarded by the facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, it was presumed that the polymer-jacketed surface of the knuckled wire might be scraped by the metal tip of the concomitant catheter. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, potentiality could not be completely ruled out that some fragments of the polymer jacket might be left in the vessel. The warnings section of the instructions for use (IFU) states: do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]

Event description:
It was reported that the polymer jacket of an asahi gladius mg 14 pv es guide wire peeled off during a ppi to treat a moderately calcified 90% occlusion in the left superficial femoral artery. The guide wire was used with a metal tip catheter (asahi corsair armet) when peeling of the polymer jacket was noted. A new guide wire was used to successfully complete the ppi. The physician commented that the guide wire was knuckled during the procedure so that the tip of the concomitant catheter might have scraped the wire surface. There were no adverse patient effects associated with this event. The patient was fine without problem after the procedure.